Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a routine interrogation, post coronary artery bypass graft procedure, the patient's right atrial (ra) lead had a threshold of 5.5 volts at 1.5 ms and p-waves of 0.6 mv. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.